Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial loosening at unknown interface. Cement manufacturer is unknown.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history : 2919679. Device history review product code 866024, work order (B)(4) was manufactured on may 19, 2009. (B)(4) parts were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.